Manufacturer narrative:
Additional, corrected, and/or changed data: date of event.

Event description:
Additionally, healthcare professional reported that the symptoms resolved about two months after the date of onset.

Manufacturer narrative:
Concomitant medical product: juvéderm vollure¿ xc, juvéderm® volbella® xc. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of swelling in the injection sites and bumps over the entire face are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the upper third of the face (fhl and cfl) 65 units of botox®. Two days later, the patient was concomitantly injected in the cheeks with 3cc of juvéderm voluma® xc, in the nasolabial folds and around the mouth with 2cc of juvéderm vollure¿ xc, and in the lips and ¿gls¿ with an unspecified amount of juvéderm® volbella® xc. Two and a half months later, the patient returned for 4cc of juvéderm voluma® xc and 1cc of juvéderm vollure¿ xc in unspecified sites. Two a half months later, the patient received ipl treatment. Two weeks later, the patient developed swelling in the injection sites and bumps over the entire face. The patient reported flu-like symptoms ¿several days¿ before the events. The patient has raynaud¿s disease and ¿the cold may have triggered the events.¿ a week later, the patient was put on a medrol dosepak. Within 3-4 days, the symptoms resolved. Two days after the medrol dosepak was complete, the symptoms returned. The patient concomitantly takes abilify 5 mg daily, plavix 75 mg daily, coq10 30 mg cap daily, dhea 10 mg daily, lamictal 100 mg daily, and lisinopril 5 mg daily. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01878 (allergan complaint # (B)(4)), MDR ID # 3005113652-2018-01879 (allergan complaint # (B)(4)), MDR ID # 3005113652-2018-01880 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2018-01881 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.